Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. Device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 on nasopharyngeal sample on (B)(6) 2023. The customer received a positive result with ID now covid-19, and a negative result with a confirmatory test (pcr) on the same day. No additional patient information, including treatment and outcome, was provided.